Manufacturer narrative:
Correction: the initial MDR submitted on april 11, 2016, was filed inadvertently. No device malfunction or serious injury has occurred. The reported issue of intermittency was resolved by external equipment exchange and the patient has resumed use of the device. This report is filed may 5, 2016. Implanted device remains.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, april 11, 2016.